Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when the surgeon would attempt to fire the device, it would fired, scissored or pear shaped clips. The clips were retrieved. A second device was pulled and used and the same event occurred. A competitor's device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4) (B)(4). Evaluation summary: the analysis results found that one device was received in good visual condition. The device was cycled, fed, and formed the remaining clips within manufacturing specifications. The device locked out as intended, but the orange indicator did not show up completely. A batch record review was performed and no anomalies were found during the manufacturing process.